Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil had a spike. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a jump in superior vena cava (svc) coil impedance on the right ventricular (rv) lead that triggered a svc impedance alert. It was noted that the svc coil impedances has had spikes over implant duration. The rv coil impedance also had a sudden increase at the same time as the svc coil. An rv coil fracture is suspected. It was noted that previously the upper threshold limit for the svc coil impedance and rv coil impedances were increased. The rv lead remains in use. No patient complications have been reported as a result of this event.